Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Customer states that the rfg2 generator had intermittent power. "The generator started to flick on and off during surgery and then went off. After checking cables etc., and turning power off and then back on. The generator power was still intermittent. The sonographer helping with the outpatient procedure tapped the top of the generator and power was restored, we were then able to complete the operation without further incident but obviously needed to assess the reason for the power fluctuation."